Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of marathon that catheter ruptured during onyx injection. The patient was under going embolization treatment for a cerebral arteriovenous fistula. The vessel was observed moderately tortuous. It was reported that marathon was approached to the target vessel and onyx was injected. There was resistance felt when the syringe was pushed in the middle of the procedure, the distal end of the catheter was pulled a little and the onyx was injected again. At that time, it was confirmed that the onyx came out from the middle part near the tip instead of the tip. Therefore, the injection was stopped. The catheter was collected. There were no reports of patient injury in association with this event. The procedure was completed with another device. Reoperation was not required. The surgical time was extended by less than 30 min. (B)(4).

Manufacturer narrative:
The marathon micro catheter (model: 105-5056 lot: a659490) was returned for analysis within a shipping box; within a plastic re- sealable pouch and within a plastic container. The marathon total length was measured to be ~174.7cm (reference: 170.0cm), the useable length was measured to be ~168.5cm which is not within specification (specification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~28.7cm which is not within specification (25.0cm +2.0cm -1.0cm). The marathon micro catheter appears to have been stretched for ~3.5cm. A 2.5ml terumo syringe was found attached to the marathon hub with ~0.2ml of an unknown clear liquid within the barrel. The syringe was removed from the marathon hub. Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. The marathon distal tip was found bent and damaged at the proximal edge of the distal marker band. The characteristic of the bent distal tip is consistent with shaping. The marathon distal tip lumen was found to be occluded with solidified onyx residue. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found to be ruptured at ~3.5cm from the distal tip. The marathon micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. The remaining onyx will not be returned as it was consumed in the event. No other anomalies were observed. T the marathon micro catheter was returned for analysis. The marathon micro catheter appears to have been stretched for ~3.5cm. Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. The marathon distal tip was found bent and damaged at the proximal edge of the distal marker band. The characteristic of the bent distal tip is consistent with shaping. The marathon distal tip lumen was found to be occluded with solidified onyx residue. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found to be ruptured at ~3.5cm from the distal tip. The marathon micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. The remaining onyx will not be returned as it was consumed in the event. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. In this event user error contributed to the event as the user continued to inject onyx despite resistance encountered. Information regarding injection rate, use of palm of hand pressure or pauses longer than two minutes was not provided. Therefore, any contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.